Manufacturer narrative:
The customer support engineer (cse) replaced the graphical user interface (gui), central processing units (cpu). The cse uploaded revision ah software to the device. The device was calibrated and passed calibration, functional verification testing, electrical testing and performance verification testing. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was rec'd from (B)(6) indicating the display went blank. The ventilator was not in use on a pt when the malfunction occurred. Though requested, add'l info has not been rec'd.